Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at right way medical, the device was found to have the free-flow clamp assembly stuck in the open position. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed; however, the probable cause remains undetermined. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at right way medical, the device was found to have the free-flow clamp assembly stuck in the open position. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed; however, the probable cause remains undetermined. No patient involvement was reported. Reference to complaint: (B)(4).